Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on 12/03/2009. After this date there are multiple events between (B)(6) and 11/04/2012 which would indicate the device was switching itself on automatically. There were three auto test fails between 11/11/2012 and 01/06/2013 which were likely due to a depleted pad-pak. The problem with the device was attributed to a fault in the membrane. The pad pak, which contain the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.